Event description:
Reportedly, the subject programmer cannot recognize pacemakers, and the 2.56 programmer software version cannot be installed. Preliminary analysis of the returned unit showed that an issue is suspected at the etx board level.

Event description:
Reportedly, the subject programmer cannot recognize pacemakers, and the 2.56 programmer software version cannot be installed. Preliminary analysis of the returned unit showed that an issue is suspected at the etx board level.